Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter began displaying inaccurate results on (B)(6) 2016 at 05:00pm, when he obtained alleged inaccurately erratic blood glucose results of 82 and 178 mg/dl, preformed less than 20 minutes apart. The patient manages his diabetes with oral medications diet and exercise. He reported that 30 minutes after the alleged product issue began he developed the symptoms of ¿shaky tremble.¿ on (B)(6) 2016 at around 05:00pm the patient stated that he self-treated with food and or drink. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. However the patient had used the incorrect testing steps. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.